Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Further evaluation of the device confirmed the followings: the manufacturing history (DHR) confirmed no irregularity. Water leak in plug unit was noted. Image abnormality occurred when the cable was moved. Omsc guessed that the reported image anomalies were caused by the defect of the circuit board of the plug unit. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus (B)(4). The evaluation of the device confirmed the followings; defect of the circuit board was noted. Olympus (B)(4). Assumed that the reported event was caused by the defect of the circuit board of the device. If additional information becomes available, this report will be supplemented.

Event description:
During a bronchoscopy, the endoscopic image was flickering.there was no report of patient injury associated with this event.